Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during shoulder cap surgery, internal to the patient, the head of the arthro-pierce was broken. The pieces were removed with tweezers. The procedure was completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the costumer provided image found the arthropierce with the tip apparently broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force applied to the distal tip. No containment or corrective actions are recommended at this time.